Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. No intervention was performed. There were no consequences to the patient.